Manufacturer narrative:
The device was not kinked and re-straightened during use. Additional equipment was not required to remove the device from the patient. The device was easily removed by hand. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the device returned with two detachment to the hypotube distal to the strain relief. The hypotube material was oval and jagged on both sides of the two detachment sites. No kinks were evident on the hypotube. Misalignment of stent struts was evident to the distal stent wraps. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity rx coronary drug eluting stent was attempted to be used to treat a moderately tortuous, moderately calcified lesion with chronic total occlusion (100%) in the proximal lm coronary artery. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used. It was reported that the device failed to cross the lesion and that the stent shaft was bent. It was also reported that the catheter detached while in the patient's body. It was stated that the event was due to use of the device in a difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury reported.